Event description:
It was reported by the patient that they passed out due to have low blood glucose levels. The patient does not remember what the exact blood glucose levels were but mentioned it was low. The patient treated themselves by consume some candy, glucose tabs and drinking milk.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.